Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26th march 2025, it was reported by an arthrex employee via email that an ar-8990st, fibertak® dx suture anchor with 1.3 mm suturetape, ve5, anchor dislodged once during the insertion of the suture anchor at the distal fibula. The surgeon opened another ar-8990st to used and it was dislodged too. This was detected during an arthrobrostrom procedure on 25th march 2025. The case was completed successfully by using an alternative anchor suturetak. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.